Event description:
It was reported that a pump has a system error 105. The customer stated there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported system error 105. The unit was received in an inoperable condition due to the reported symptom of device is alarming system error 105 caused by a failed motor (flex). The motor assembly will be replaced.